Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. One lighttrail tractip laser fiber was returned with tip detached. Visual examination revealed that the fiber was 12 feet, connector included in the over-all length. The fiber tip was fractured/broken and not returned. The fiber was tested with hene laser fixture and the aiming beam was visible at the distal tip. Dark discoloration was noted near fiber tip within blue jacket. There wasis no signs of breakage along the length of the fiber and at the connector. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered 'cause not established'. This complaint investigation conclusion code is utilized for when the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported to boston scientific corporation on august 16, 2019 that a lighttrail tractip laser fiber was used in a lithotripsy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, the fiber stopped working while lasering on the kidney stone. Upon pulling out the laser fiber from the uteroscope outside the patient, 2 cm from the distal tip was completely broken off inside the scope and the rest of the fiber was inside the scope. No fiber fragements fell inside the patient. The procedure was completed with another lighttrail tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail tractip laser fiber was used in a lithotripsy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during the procedure, the fiber stopped working while lasering on the kidney stone. Upon pulling out the laser fiber from the uteroscope outside the patient, 2 cm from the distal tip was completely broken off inside the scope and the rest of the fiber was inside the scope. No fiber fragments fell inside the patient. The procedure was completed with another lighttrail tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.